Event description:
The 070 neuron was placed up in the lica. When they hooked the luer to the rhv, they noticed blood ¿shooting out¿ of the proximal plastic hub of the 070. The physician stated that they did not over tighten the rhv to the 070 neuron. They removed the 070 and went up with another 070 neuron and continued the case without incident.

Manufacturer narrative:
The unit was returned inside a zip lock biohazard labeled specimen bag. The unit was decontaminated with a 1:10 dilution of household bleach. While flushing the device with decontamination fluid, leaks were noted. The leak point was on one of the wings of the luer fitting and appears to be located on the mold parting line. (B)(4), this defect, if not discovered, could contribute to injury or death.